Event description:
Pt admitted on 10/23/97 for unstable angina & schedule for a heart catheterization on 10/24/97. Physician proceeded with heart catheterization & attempted angioplasty & stent placement of the right coronary artery. Physician placed stent in the rca but it would not cross the lesion. The stent was unable to be retreived despite all efforts. Pt. Developed a dissection of the right coronary artery. Pt required coronary artery bypass graft surgery. During surgical procedure a foreign object was removed from pt. Pt recovered without further events.